Event description:
Boston scientific crm received information that this left ventricular pacing lead exhibited high out of range impedance measurements. It was also reported that the lead was no longer sensing and was not pacing at maximum outputs. A chest x-ray was planned to confirm if the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this event will be updated.